Manufacturer narrative:
Date sent to the FDA: 09/29/2009. Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2009. The patient experienced a lot of external bleeding post-operatively while still in the hospital from the suprapubic external incision. A pressure dressing was applied at the hospital. The bleeding continued internally into the abdominal area. Within 24 hours, the patient's hemoglobin fell from 14 to 9.3 and her blood pressure dropped and she fainted. The patient has had burning with urination since the first void post-operatively. The patient was released from the hospital on the third day. The patient notified the physician by phone about 2 days later of lightheadedness, dizziness, and burning with urination. At about 2 days later, the patient had a fever of 100.6f orally. Flagyl was prescribed for one week. The burning improved, but has not gone away. At the third week post-operatively, nocturnal urge incontinence began and has persisted.